Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with chest pain. The pain was specifically noted with pacing. The patient complained of being uncomfortable at the time of capture. Upon interrogation the right ventricular lead exhibited high threshold. CT scan revealed cardiac perforation. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.